Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with heavy calcification in the popliteal artery. A command guide wire could not cross the lesion due to the patient anatomy. The physician attempted to advance the guide wire by torqueing it, but the guide wire tip separated. The proximal end of the guide wire was withdrawn and the separated tip remained stuck in the subintimal of the artery. There was no attempt to retrieve the separated guide wire tip as it remained stuck in the artery. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. Manipulation of the device as an attempt was made to advance the guide wire by torqueing it and/or interaction with the heavily calcified anatomy resulted in the noted torn polymer coating, the noted bent core and ultimately resulted in the reported/noted detachments (core and polymer). There is no indication of a product quality issue with respect to manufacture, design or labeling.